Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer indicated that the sensor glucose was 44 mg/dl and blood glucose was 133 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was advised that the sensor would be replaced and to return the sensor for analysis. The sensor will not be returned for analysis.